Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, six days after the implant procedure, the patient had swelling in the implantable cardiac monitor (icm) pocket. It was also reported that the implantable cardiac monitor (icm) was showing noise and did not sense several qrs complexes. The device remains in use. No further patient complications have been reported as a result of this event.